Event description:
It was reported that during the procedure, the motor drive started smoking on the mayo stand. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found. After the evaluation there was no root cause for the reported issue because there was no problem found. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.